Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition, of the above evaluation, waveform was checked with care orchestrator a part of the wave shapes was found to have been missing. Therefore, the system board was replaced. The blower, muffler, and tube were replaced due to terribly dirty mainly due to dust clinging and a plug was found to have deformed, so that the ac power cord was replaced, which was not related to the malfunction/issue. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor was replaced due to contamination.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition, of the above evaluation, waveform was checked with care orchestrator a part of the wave shapes was found to have been missing. Therefore, the system board was replaced. The blower, muffler, and tube were replaced due to terribly dirty mainly due to dust clinging and a plug was found to have deformed, so that the ac power cord was replaced, which was not related to the malfunction/issue.